Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va07d5g, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer reported that the patient had the poor communication screen on the patient programmer. The patient did not use an antenna with the programmer. The patient had an mir of their head this morning and had difficulty turning stimulation off and the nurse helped them. The programmer would not work with either antenna. The patient mentioned they had multiple sclerosis (ms). The last time the patient checked the implantable neurostimulator (ins) was a month ago and because of their bowel issues, the patient wasn¿t paying attention to their urinary symptoms or stimulator. The patient last had their device checked at their health care provider's (hcp's) office in the beginning of the year. The consumer further reported that the circumstances that led to the patient¿s bowels issues was that their battery stopped working causing them to have problems needing surgery. The steps taken to resolve the bowel issues was that the patient had to have their inner battery changed through surgery and was also given a new machine. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.